Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone spinal therapy. It was reported that the needle had become recessed in the handle, thereby the sharp end of the needle did not extend beyond the cannula making it ineffective. No patient symptoms were reported/anticipated. No further complications were reported. Physician was performing an l1 kyphoplasty, he noted the bevel tip not protruding as far as it should after we switched cannulas prior to beginning access on the contralateral side. Patient had an l1 compression fracture.